Manufacturer narrative:
Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative indicated the patient experienced a sudden increased pain in back and legs. The symptoms resolved when the pump motor stall recovery occurred. However, each time the pump stalled, the patient experienced exacerbation in pain symptoms. The pump was replaced on (B)(6) 2017. There was no scheduled pump replacement, as the elective replacement indicator (eri) was not estimated until (B)(6) 2019. The patient experienced no adverse effects/complications from the procedure and received great pain relief with the new pump. The patient was reportedly happy. The device was returned. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. Patient medical history and concomitant mediations were unable to be obtained. It was reported a motor stall occurred on (B)(4) 2017 with no reported recovery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting performed included device interrogation. Explant of the device was planned, no date scheduled. As of (B)(4) 2017, it was unknown if the issue was resolved. No patient symptoms were reported. The pump would be returned following explant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient received fentanyl (2000.0mcg/ml, 649.8mcg/day) and bupivacaine (30.0mg/ml, 9.746) via flex mode at the time of the event. A provided interrogation session report from (B)(6) 2017 indicated 3 previous motor stalls occurred prior to the reported motor stall on (B)(6) 2017. A motor stall was occurred on (B)(6) 2017 at 05:48 and recovered the same day at 16:35, a second motor stall occurred on (B)(6) 2017 at 07:13 with recovery on (B)(6) 2017 at 04:08, and a third motor stall occurred on (B)(6) 2017 at 03:16 and recovered the same day at 10:25. No further information was provided.